Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4) - the dentist reported that the dental implant needed to be removed because it was installed in a wrong position. Moreover, the dental implant was installed in intraoral region 30# and the patient presented bone type I.